Event description:
It was reported that there was low impedance on the ra (right atrial) lead, and a dislodgement of the rv (right ventricular) lead apparently during laser extraction of the ra lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached, the proximal conductor was distorted, the outer insulation was kinked/buckled, the inner insulation had cosmetic metal ion oxidation and the outer insulation had cosmetic metal ion oxidation; distal segment returned and analyzed. (B)(4): no anomalies found, however, the proximal conductor was distorted, the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation and there was apparent explant damage; distal segment returned and analyzed.